Event description:
Edwards received information that this bioprosthetic aortic heart valve was removed after an implant duration of five (5) years, nine (9) months due to severe aortic stenosis, secondary to calcification. As reported, the leaflets were very stiff and had a significant amount of calcium on the leaflets near the base, especially between the left and noncoronary leaflets. This was excised and replaced with a 23mm pericardial valve. The patient tolerated the procedure well and was transferred to the cardiac surgery unit (csu) in stable condition; he were later discharged on pod #5.

Manufacturer narrative:
Although there have been retrieval attempts, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the patient's age at implant and co-morbidities may have played a roll. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.